Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual evaluation of the instrument handle found no abnormalities. During functional testing it was observed that the jaws would not clamp. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. However, the cause of the reported condition could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastric sleeve, when loading the reload, the tech was able to articulate the reload but the jaws of the device would not close. Another device was used to complete the case. There was no patient harm.